Event description:
Received phone call from customer on (B)(6) 2013 to report potential discrepant hcg results on the consult diagnostics hcg combo cassette urine test. Customer was not sure what the discrepant result was. On (B)(6) 2013, phone call received from customer to report potential false negative hcg results x2 on one patient. The customer had limited information but reported that the consult diagnostics hcg combo cassette urine test showed a negative urine hcg. The patient had four (4) positive unspecified home pregnancy tests. The control line was present and external controls performed as expected. The customer was unable to confirm any details regarding the sample or the patient as they did not note the patient's name, patient ID or remember which patient it was on. There was no reported adverse patient sequela. There was no comparative testing or patient information provided.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control and 3 high level hcg urine controls as well as 3 clinical pregnant urine samples. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Product deficiency was not established. This issue will be tracked and trended.